Manufacturer narrative:
Findings: pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing retainer ring, missing reservoir tube o-ring and minor scratched lcd window. No damage on the belt clip rails noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 123 mg/dl. Customer stated that there is crack in case and it is seen. Customer does not know how the damage happened. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.